Manufacturer narrative:
Device product type and PMA was unintendedly listed incorrectly in the initial report. This report contains corrected data.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02088.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain due to scar tissue surrounding their anchors. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the scar tissue was removed and the anchors were repositioned. Device information for anchors are unknown at this time.

Manufacturer narrative:
Corrected data: patient information was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2019-02088.

Manufacturer narrative:
Corrected data: the patient's gender was unintendedly omitted from the initial report. This report contains missing data.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2019-02088.